Event description:
It was reported that during the third test of implant dft testing, the patient "went into a pulseless electrical activity. Electrical activity was seen on the monitor but the patient had no pulse." Resuscitation attempts were unsuccessful and the patient expired. There is no allegation from a health care professional that the death was device related. Follow up revealed the cause of death was pea related to aicd shock related to chf. No autopsy was done. An echocardiogram had shown no evidence of effusion. It was also reported that multiple shocks were performed by the implanted device throughout the resusitation code.

Event description:
It was reported that during the third test of implant dft testing, the patient "went into a pulseless electrical activity. Electrical activity was seen on the monitor but the patient had no pulse." Resuscitation attemts were unsuccessful and the patient expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.